Event description:
Patient had a mediport placed (B)(6) 2016 at another facility. Getting chemo where pump is started, infuses 48 hr, then removed. On (B)(6) mediport checked and chemo started. On (B)(6) on return after the chemo finished mediport would not flush. Gave tpa x2, then chest x-ray done and showed catheter was fractured. Admitted for mediport removal.